Event description:
Related to MFR report # 2183959-2012-02118. "On (B)(6) 2010," a miniarc precise was implanted to treat for "pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that, "as a result of the implantation, plaintiff suffered and will continue to suffer serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, odor, and bleeding," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.